Event description:
Rptr was 27 years old in 1974, was healthy and decided to have augmentation. A few years later she had to have one implant replaced, then a few years later the other. Then again the left side bound up. All the while they continued to leak. In 1988 there was major leakage and dr performed surgery to remove the implant from the left side. The silicone had leaked into lymph glands under her left arm showing visually through the skin. Rptr is tired all the time now.